Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as delivered pulses before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and did not find any damages or abnormalities that could cause the needle to deploy early. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined. The cannula assembly was inspected and found the hard cannula bent on the unexposed portion. Although damage was observed, it could not be determined if this contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.